Event description:
It was reported that after implantation of the transcatheter aortic valve evfxplus-23 during a valve-in-valve procedure, the patient experienced occlusion of both coronary arteries attributed to the implanted valve. The left coronary artery was fully blocked during the procedure, while only the right coronary artery had been protected prior to starting the transcatheter aortic valve implantation. The patient passed away following the procedure. Additional information was received to report this was a valve-in-valve case with a medtronic valve implanted within a 23mm non-medtronic surgical valve (sorin crown). During pre-procedural computed tomography imaging, the virtual valve-to-coronary (vtc) distance was calculated as 6mm on the left while the vtc on the right was 3mm. This was why the physician decided to initially protect the right coronary ostia only and not the left coronary ostia. At the start of the procedure, the right coronary ostia was protected, but it was the left coronary ostia that was completely blocked upon valve deployment. The medtronic valve was snared to the ascending aorta and some perfusion returned to the coronary arteries. However, when a second valve (edwards) was fully implanted it caused a complete occlusion of the coronary arteries. The attempts were unsuccessful and there was not enough time to save the patient. Per the physician, the cause of death was occlusion of the right and left coronary arteries. The physician also noted the medtronic delivery catheter system had nothing to do with the patient's death.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Corrected data: 2. Outcome attributed to adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implantation of the transcatheter aortic valve evfxplus-23 during a valve-in-valve procedure, the patient experienced occlusion of both coronary arteries attributed to the implanted valve. The left coronary artery was fully blocked during the procedure, while only the right coronary artery had been protected prior to starting the transcatheter aortic valve implantation. The patient passed away following the procedure.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012869494); product type: 0195-heart valves. Product ID d-evolutfx-2329 (lot: 0012864343); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.